Manufacturer narrative:
Reported event: an event regarding range of motion and wear of an unknown accolade stem component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to dislocation, subluxation and cup impingement. Intra-operatively, it was observed that the shell was well-fixed but malpositioned, the lip of the liner was found to be grooved, worn, and cracked, and mild wear debris was found in the head-trunnion interface. A trident hemispherical cluster hole shell, 10° e trident liner, and 36 +5 v40 lfit head were revised to a tritanium revision shell with 4 screws, a 40 liner, and a 40 metal head. The accolade I stem was well-fixed with the trunnion in good condition and was not revised.